Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm or verify communication anomaly, prime/fill anomaly, rewind anomaly and charge/battery lasts less than expected anomaly due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky and unresponsive buttons. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump grinding during rewind process, prime or rewind more than once, no delivery alarms. Customer also stated that the continuous glucose monitor not syncing or calibrating after a couple days of use, diminished battery life. The insulin pump will not be returned for analysis.